Event description:
The customer reported that their continuous glucose monitor (cgm) graph was missing from the pump home screen and the unlock buttons appeared different. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to monitor the situation and call back if the issue persisted. A replacement tandem wall adapter and charging cable were sent to the customer as they had used non-tandem charging supplies, and it was confirmed that the use of these non-tandem supplies had led to the pump shutdown, which had since resolved.